Manufacturer narrative:
Ref. ID: (B)(4). As a part of a radiographic system, the philips prograde is intended to acquire, process, store, display and export digital radiographic images. The philips prograde is suitable for all routine radiography examinations, including specialist areas like intensive care, trauma, or pediatric work. A portable digital flat panel detector (model "skyplate") is used for image capture. The local field service engineer (fse) went on site and inspected the skyplate detector. He successfully completed gain and pixel calibrations. He tested the image and returned the system back to the customer with full functionality. Finally, the system meets meets the specification for the performed service and is returned to use. The reported problem was confirmed. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Event description:
The customer reported that the portable detector, while it was inside the landscape grid, was dropped. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.

Manufacturer narrative:
Ref. ID: (B)(4). Philips field service engineer investigated on site. Detector and grid have been inspected with no obvious damages. Gain and pixel calibration have been done, both passed. No artefacts on images after the drop. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.